Event description:
Additional information received from the consumer reported they were able to reach the charge complete screen by charging longer. It was noted it took longer to charge than when the consumer first got it.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported it normally took them about two to three hours to charge completely, but starting two months ago they had to charge too frequently and had been charging for five to six hours and weren¿t able to get past 75% full. It was reviewed with the consumer that charging the last quartile would take a long period of time and may be normal based on their settings. It was recommended to charge longer than usual to see if the device was able to fully charge. It was noted when the consumer did charge they charged to 100% and didn¿t use a belt when recharging, they just placed it right up against their back on a chair. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.